Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity and mild calcification. After pre-dilating the lesion with an unspecified balloon, a 3.5x48mm xience pro rx stent delivery system (sds) was advanced toward the target lesion with some anatomical resistance but failed to cross the lesion. The stent was noted to be loose while inside the patient's anatomy. The device was withdrawn with resistance. Upon removal it was noted that the stent struts were crushed and flared. A non-abbott stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.